Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 20764278, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available. Additional information was received that the patient did not undergo a revision procedure. Further clarification revealed that the procedure was a permanent implant procedure following the trial period. During the permanent implant procedure, the trial leads were replaced with the permanent implant devices. The trial period had ended and thus the trial leads needed to be removed. As there are no reportable allegations against the devices themselves and there was no serious injury, boston scientific no longer considers this to be a reportable event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 20764278. UDI: (B)(4).